Event description:
I am currently using the dexcom app to monitor my blood glucose levels. Recently I was informed that my particular iphone will no longer work with the dexcom app, because they deem it necessary. I was advised by them to buy a new expensive smart phone and told good luck. Luckily, they sent me a receiver, but it does not work. I am currently trying to get them to send me a replacement receiver that works. In the meantime, I am using test strips instead, and my numbers are worse. My concern is twofold, first I feel tricked, I never expected to need to spend more money, for something that worked fine, and is very important to my health. My second concern is for the old, infirm, mentally ill, the people who are sicker than me with diabetes, the people who can't easily maneuver the system, and those who may fall between the cracks. I am of average intellect and I am struggling to get my needs met with this company. (B)(6).